Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, prime and displacement tests. The pump was received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The pump was unable to perform occlusion test due to motor error alarms. The pump was received with cracked battery tube thread and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was 84 mg/dl. The customer stated that he received the motor error alarm after priming the pump. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.